Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was popped open but does not open on its own. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2-1 enhanced half-height cubie drawer had failed. The field service engineer (fse) found the sliding latch was not fully engaging due to a broken solenoid plunger spring and replaced it with a spare from an old drawer. Additionally, both manual release levers for drawers 2-1 and 2-2 were broken; hardstops were replaced on both drawers. The system functioned as intended after the field service engineer resolved the issue.